Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range (oor) pacing impedance measurement, measuring greater than 2,000 ohms. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.